Manufacturer narrative:
Additional devices listed in this report: cat 542-11-52e trident psl ha cluster 52mm lot code wn4mne; cat 2030-6525-1 6.5 cancellous bone screw 25mm lot code 52jmpe; cat 2030-6535-1 6.5 cancellous bone screw 35mm lot code knmmne; cat 6021-0230 accolade plus tmzf hip stem #2 lot code 27708603; cat 6260-9-136 v40 cocr lfit head 36mm/0 lot code met490; cat 2060-0000-1 acetabular dome hole plug lot code pdhmme. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the medical records and material analysis report by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty without device-related aspects. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and the reported sterile lot. Conclusions: a review of the event by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty without device-related aspects. No further investigation is possible at this time. If additional information such as pathology reports become available, this investigation will be reopened.

Event description:
Third party distributor, (B)(4), has reported on behalf of the customer, that a (B)(6), female patient weighing (B)(6) has had to undergo an unanticipated revision on her right hip reportedly due to suffering from pain for a year. Whilst performing the surgery, it was reported that 60-70 ml of a cream colored puss was observed, along with a thickened capsule. The customer has reported that the implants were removed and a spacer was inserted. The customer has reported that a specimen of the creamy colored fluid was sent for culture and sensitivity testing along with a specimen of tissue from the femur and the acetabulum. The customer has reported that all specimens came back as clear. The customer has reported that the implants were initially implanted on (B)(6) 2009. All devices are available to return apart from 623-10-36e, lot 28940901.

Event description:
Third party distributor, (B)(4), has reported on behalf of the customer, that a (B)(6), female patient weighing (B)(6) has had to undergo an unanticipated revision on her right hip reportedly due to suffering from pain for a year. Whilst performing the surgery, it was reported that 60-70 ml of a cream colored puss was observed, along with a thickened capsule. The customer has reported that the implants were removed and a spacer was inserted. The customer has reported that a specimen of the creamy colored fluid was sent for culture and sensitivity testing along with a specimen of tissue from the femur and the acetabulum. The customer has reported that all specimens came back as clear. The customer has reported that the implants were initially implanted on (B)(6) 2009. All devices are available to return apart from 623-10-36e, lot 28940901.